Event description:
It was reported that during testing at the user facility, the saw started smoking when running at high speed. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of smoking could not be duplicated during the device eval; however, a failed electronics smell was coming from the motor and the printed circuit board (flex assembly) was damaged, which may have caused the smoking reported by the user. The device will be repaired and returned to the user facility.